Event description:
During the implant procedure, a dime-sized pneumothorax occurred when exposing the intercostal area. Implanting physician contacted a general surgeon who advised to complete the implant procedure. Once the implant was completed, the surgeon placed a chest tube. Patient transferred to inpatient for monitoring and CT scan. Upon review of the CT scan, the sense lead was sitting internally on the intercostal. Physician brought the patient into the or and moved the sensing lead down one rib space. Pneumothorax resolved. Chest tube incision not healed and physician re-sutured the area.